Manufacturer narrative:
Device not returned.

Event description:
It was reported that after 3 hours of use during a craniotomy, the device showed signs of overheating and was burnt/melted. No further information was available regarding the event.